Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). MDR decision is now not reportable. Additional information was requested and the following information was obtained: by ¿protective sheath¿ do you mean the white tissue pad? Yes. Is the white tissue pad completely missing from the clamp arm of the device? No, the white pad got detached on about 2 cm that represents a risk for the patient if the detached part was fallen inside the patient. Is the active titanium blade broken? No. If the white tissue pad and the blade tip are broken, then what is meant by ¿protective sheath¿? Protective sheath = white tissue pad. Upon review of the additional information provided, it was concluded that this event no longer meets the FDA defined criteria for a reportable event and is now being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. Following information requested but unavailable: by ¿protective sheath¿ do you mean the white tissue pad? Is the white tissue pad completely missing from the clamp arm of the device? Is the active titanium blade broken? If the white tissue pad and/or the blade tip are not broken, then what is meant by ¿protective sheath¿?

Event description:
It was reported that during the procedure, the protective sheath was detached from the device. No device part was fallen into the patient. No patient consequence. Use of another device to complete the procedure.